Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used for the rectum in a rectal polyp removal procedure on (B)(6) 2026, for the treatment of rectal polyp. During the procedure, the physician noted a small black rubber fragment in the colon. The fragment was removed without issue and was identified as the inner portion of the orca biopsy cap that had become detached and fallen into the scope. The procedure was completed using the same device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040103 captures the reportable event of material fragmentation. Imdrf impact code f23 captures the reportable event of retrieval of the device.